Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome, as confirmed via x-ray. As result, the leads dislodged and migrated into the surgical pocket leading to noisy signals. A revision was performed wherein this right ventricular (rv) lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.